Event description:
It was reported that during a procedure at the user facility that the attachment was wobbling during use and it caused the user to delay the procedure temporarily. The procedure was completed successfully using the same device after repair, as no back-up was available. There was a delay of 20-30 minutes; however, the delay was determined to not be clinically significant and no medical intervention or adverse consequences were reported as a result of this event.

Manufacturer narrative:
Heat and leak will be reported on the concomitant device, 5100015000e, serial # (B)(4), in a separate report.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Evaluation conclusion: the device was not repaired but was returned to the customer.

Event description:
It was reported that during a procedure at the user facility that the attachment was wobbling during use and it caused the user to delay the procedure temporarily. The procedure was completed successfully using the same device after repair, as no back-up was available. There was a delay of 20-30 minutes; however, the delay was determined to not be clinically significant and no medical intervention or adverse consequences were reported as a result of this event.